Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device has strange odor, burning/smoke/electrical odor, headache, nasal and throat irritattion, shortness of breath, and mahine makes beeoing sound.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a related to a ventilator's sound abatement foam. The patient has alleged device has strange odor, burning/smoke/electrical odor, headache, nasal and throat irritattion, shortness of breath, and machine makes beeoing sound.there was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated in this report. Section d1, d2, d4, g4, h4 and h9 was incorrect in the initial report, it has been corrected in this report.

Manufacturer narrative:
Additional information was received on mar 20, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a related to a ventilator's sound abatement foam. The patient has alleged device has strange odor, burning/smoke/electrical odor, headache, nasal and throat "irritation", shortness of breath, and machine makes "beeping" sound. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer was able to duplicate the beeping complaint of the ventilator. The internal battery has a permanent failure. The ventilator passed the posttest's applicable test steps on the trilogy multifunction test station with well-known good internal and detachable batteries. The device ran on the bench top and did not overheat or emit an electrical burning odor. During an external and internal inspection, the manufacturer observed that investigation findings did not uncover any details that would change or modify the risk of the device. The material returned did not contribute to the failure reported. The manufacturer was inspected the ventilator and did not detect any hardware defects on the device. The device was returned without a detachable battery or the power cord. The device was allowed to warm up on the bench top. During this time the internal battery was depleted and would not charge due to permanent failure of the battery. The manufacturer used internal and detachable test batteries from the stb to test the device on the test station. The device was tested on the trilogy multi-function test station and passed the applicable test steps. The device was run on the bench top without any alarms, failures or overheating with a filter on the outlet. There was no evidence of any foam or particulates in the filter. The device was opened and did not detect any signs of melted plastic inside of the device. Technician inspected the airpath foam and found it to be firmly secured, without signs of delamination or degradation. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was able to duplicate the failure of the beeping of the ventilator but not the other complaints associated with this device and also has determined that the device functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.